Manufacturer narrative:
Date of implant is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg would randomly shut down. The patient also stated that the system was also not MRI compatible. As a result, the patient's entire system was explanted and replaced. The exact implant is unknown at this time.

Manufacturer narrative:
The reported event of ipg turning off by itself was not confirmed. The returned ipg passed all functional testing (bench and autotest). No root cause was identified for the reported event.